Event description:
The report from the field indicated that after implantation of a cypher 3.0/18 mm stent the pt developed chest pain and hypotension in the intensive care unit approx one hour post-procedure. The pt's blood pressure was reported to be in the 60's. She was taken urgently to the cath lab and was found to have thrombus in the cypher stent and in the vessel distal to the stent. The pt's act was reported to be 100 on returning to the cath lab. The target lesion for the cypher stent was a 17 year-old saphenous vein graft (svg) to the obtuse marginal (om) branch. The pt's ejection fraction (ef) before the adverse event (ae) was reported to be 10-15%. Circulation was restored but attempts to stabilize the pt were not successful and the pt expired.

Manufacturer narrative:
Add'l info obtained indicated that the pt was receiving chemotherapy treatment but the physician did not know the exact reason or the last date of the last dosage. The pt had a porto-cath in place. No add'l into is available. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.